Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. After further review, it was determined that the patient was in vt/vf, but was not given a treatment by the lifevest.   The device was started up at 19:40:16 on (B)(6) 2022. The device was shut down at 14:32:12 on (B)(6) 2022. Per holter monitor the patient was in sinus bradycardia @ 30 bpm with hb. The rhythm then transitions to a-flutter @ 60 bpm with pvc's. The rhythm then transitions to svt @ 150 bpm with varying amplitudes and motion artifact. The rhythm then slows to sinus bradycardia/sinus tachycardia from 40 bpm to 120 bpm with pvc's, CPR/electrode lead fall off. The rhythm then transitions to svt @ 150 bpm with pvc's, nsvt, motion artifact, and electrode lead fall off. The rhythm then degraded to vf with CPR/motion artifact, and electrode lead fall off. The patient was seen in vf for approx. 14 seconds before CPR obscured the rhythm. The rhythm then transitions to sinus tachycardia @ 120 bpm with nsvt. The patient's rhythm then degraded to vf with motion artifact and electrode lead fall off. The patient was seen in vf for approx. 19 seconds before CPR/electrode lead fall off obscured the rhythm. The patient was last seen in af @ 50 bpm with motion artifact. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.